Event description:
A user alleges that while using an endotracheal tube during pretesting no leakage was found but they came to notice decrease in internal pressure of the cuff only after insertion of the tube into the pt. Endotracheal tube needed to be replaced. No pt injury reported.